Manufacturer narrative:
Plant investigation: no part was returned to the manufacturer for physical evaluation, however machine files were provided for review. It was noted that during this treatment, error 7700 "air detected downstream of the bubble catcher" occurred three times. In the first two instances the air was correctly removed from the tubing system. The third instance was accompanied by the error message "return pressure too high". Operation of the screen by the user is blocked until the return pressure has dropped below the value of 40 mmhg. This is necessary to prevent serious harm to the patient. The treatment can be continued normally after the return pressure has dropped. It is not necessary to discontinue treatment. However, this was not done. The air was not removed and the treatment was stopped with the I/o key. In order to continue the treatment, abd handling could have been carried out for all three alarms. Abd handling is part of the training and is described in the instructions for use (IFU) in chapter 5.13. Treatment could also have been continued after the last error message. ¿7549 - risk of clotting in tubing system and filter.".

Event description:
It was reported to fresenius that blood loss occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine. An air bubble alarm was received on the machine at an unspecified point in treatment. The alarm was cleared and the patient was disconnected from treatment. The machine then alarmed with a pressure alarm that could not be reset. The machine required powering off in order to clear the error. The machine was powered back on to remove treatment setup. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is approximately 280 ml. The volume of the unreturned blood was replaced via blood transfusion. The patient was able to continue treatment on the same machine after resetting up with new supplies. Upon follow-up it was confirmed that the machine is in service. No repairs nor part replacements were required. No parts will be returned to the manufacturer for physical evaluation. Machine data is available for review by the manufacturer.

Manufacturer narrative:
Clinical review: a temporal relationship exists between continuous venovenous hemodialysis (cvvhd) utilizing the multifiltrate pro, and the serious adverse event of blood loss (approximately 280 ml), which required a blood transfusion. The patient was actively undergoing treatment when an air detector alarm sounded (halting the treatment), despite no air being visualized in the extracorporeal circuit. Causality was attributed to the machine alarm preventing the return of the patient¿s extracorporeal blood, possibly due to clotting. High-priority or critical alarms always put the device into ¿safe mode,¿ which prevents the continuation of treatment and/or blood return. It should be noted that limited clinical follow-up information prevented a more comprehensive investigation. Based on the totality of the information available, the multifiltrate pro machine cannot be excluded from having a causal or contributory role in the patient¿s blood loss event. Despite the multifiltrate pro machine¿s continued use, the lack of clinical follow-up including hospital records, timelines of events, treatment records, machine records, and discharge summary, precludes this clinical investigation from disassociating the multifiltrate pro machine from the serious adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during the patient's continuous renal replacement therapy (crrt) on the multifiltratepro machine. An air bubble alarm was received on the machine at an unspecified point in treatment. The alarm was cleared and the patient was disconnected from treatment. The machine then alarmed with a pressure alarm that could not be reset. The machine required powering off in order to clear the error. The machine was powered back on to remove treatment setup. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is approximately 280 ml. The volume of the unreturned blood was replaced via blood transfusion. The patient was able to continue treatment on the same machine after resetting up with new supplies. Upon follow-up it was confirmed that the machine is in service. No repairs nor part replacements were required. No parts will be returned to the manufacturer for physical evaluation. Machine data is available for review by the manufacturer.